Event description:
Boston scientific received information that while the american patient with this cardiac resynchronization therapy defibrillator (crt-d) was vacationing in (B)(6), an event occurred where his heart rate was in the 200s and this crt-d did not deliver a shock. The patient went to the hospital and the doctors told him that his device was off. The patient had his device checked prior to leaving the USA and everything was fine at the time. Boston scientific technical services (ts) was contacted because the patient's physician in the USA wanted the results of the device interrogation. Ts stated that boston scientific does not have access to the device information, and that the (B)(6) physician would have to contact the (B)(6) physician to acquire that information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.